Manufacturer narrative:
Analysis identified that the epg failed pacing rate dial at incoming functional testing. It was also identified that the output connector and hanger assembly was broken. The upper and lower cases were contaminated. The main label was damaged. The main seal was contaminated. Display wires were pinched, the wire was exposed. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventative maintenance and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.